Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "low vacuum" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record for the iabp has been reviewed. There are no nonconformances in the DHR related to the reported event. The company representative was unable to duplicate the reported problem but he observed in the fault log "autofill failures" alarms, and "electrical test fails code #58" (power-up vent test failed). The k6 valve was not operational. He replaced the drive manifold (part number 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The drive manifold has been returned to the factory for evaluation. A supplemental medwatch report will be submitted when additional information becomes available.